Manufacturer narrative:
The pump was received with a cracked lcd window. The pump passed self test and displacement test. Successfully downloaded history files and traces using thump. Pump error 24 alarm (file#33 line#2188) was recorded in the detailed trace file/diagnostic trace file on: 12/14/2024 13:20:00.000 per r&d engineer mark freger, pump error 24 alarm (file#33 line#2188) was triggered in the function hrm_powerhealthcheck() since backup vcc dropped to 1mv that was lower then min threshold (2.9v) - suspecting the hw (voltage regulator). Pump error 23 alarm was found on: 12/14/2024 13:43:34.000 pump error 68 alarm was found on: 12/14/2024 13:42:37.000 pump error 49 alarm was found on: 12/14/2024 13:42:37.000 12/14/2024 13:43:12.000 pump error 23 alarm, pump error 68 alarm and pump error 49 alarm were expected since the pump restarted due to pump error 24 alarm (file#33 line#2188). There were no other unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 14-dec-2024 in the formatted history file. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the screen of the pump during analysis. The pump passed all the required testing. Customer alleged for pump error 23 alarm was not confirmed. However, critical pump error alarm/pump error 24 alarm (file#33 line#2188) was confirmed according in the formatted history file due to slight corrosion on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), exposed to moisture, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.